Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving a citation stem was reported. The event was confirmed. Medical records received and evaluation: a medical review indicated: " x-ray copies, all undated, include an ap of the pelvis and an ap and lateral of the right hip demonstrating an uncemented right total hip arthroplasty with no screws in the acetabulum. The hip is reduced and the components are in nominal position. An ap of the pelvis demonstrates a periprosthetic fracture of the right femur with the medial 3-centimeter distal to the lesser trochanter extending laterally to the greater trochanter. Another ap of the pelvis and ap and lateral of the right hip shows no change in the acetabulum, but now a restoration modular stem with a large lateral dall-miles cable hook plate with five cerclage cables is noted. The hip and fracture are reduced and all components are in nominal position." The clinician concluded: "there is no evidence that factors of faulty prosthetic design, manufacturing or materials were responsible for this clinical situation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and the event was confirmed. A medical review was performed based on the available information and concluded that there was no evidence of a device related issue. Return of the device is however needed to fully investigate the event.

Event description:
It was reported that the patient had a periprosthetic fracture. There was a revision of the cementless tha to restoration modular.

Event description:
It was reported that the patient had a periprosthetic fracture. There was a revision of the cementless tha to restoration modular.